Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-02945 pertains to the other device. It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted into the patient on (B)(6) 2010. According to the complainant, the patient experienced pain, vaginal erosion, dyspareunia, abdominal and pelvic pain, recurrence of urinary incontinence, and needed additional surgery. All other information, including the patient's current condition, is unknown and reportedly unavailable.